Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during patient infusion of ceftriaxone. It was further reported; the device did not empty over the 24 hours of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added. The date of the event was corrected as (B)(6) 2020 (not (B)(6) 2020). Lot # 19n020, the lot was manufactured from december 04, 2019 - december 05, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. The most probable cause of the condition was due to a user issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.